Event description:
Upon evaluation, it was determined the device showed melting in the connector pin area on the device and base. A request was made for the return of the suspect device and replacement product was sent.